Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the caster fork is bent and does not know how it happened.